Event description:
Nurse in room where patient was being admitted from ER reports that when priming sigma spectrum pump for an infusion the pump began to free flow and then read error. Prior to this nurse reports that she had just threaded IV tubing in and hadn't even been able to hit which unit to use before it free flowed. Pump in question sigma spectrum taken out of service. Bmet notified and pump to be given to them for assessment of issue.